Event description:
This is the third time. I've emailed (B)(6) twice, called the recall hotline at least 10 times, and philips has been unresponsive at best. I'm very upset with philips respironics. The dreamstation auto machine overheated and released toxic gasses again today when I tried to start it up. No warning, no indication on the display. Registered on (B)(6) 2021. Machine overheated on (B)(6) 2021 due to air conditioning failure in the bedroom, emailed (B)(6) on (B)(6) 2021 and called support to report it. Since the failure occurred, the machine emits formaldehyde and smoke odors directly in the mask when in operation, also emits brown/black dust in the tube and water chamber when used for 1 or more hours. Forced to purchase resmed airsense 10 autoset as a replacement due to philips dragging their feet on the recall. Machine recall notification sent via ups on (B)(6) 2021, never received. Called recall hotline on (B)(6) 2021, still no updated time frame. Called recall hotline again on (B)(6) 2021, still no update. It's been 3 months since the first breakdown, almost 6 months since registering. It's time for me to take matters into my own hands now that repair kits, though not approved by y'all, are now readily available on (B)(6). Number foamgate recall confirmation number 2021061901119173 machine serial number (B)(4). FDA safety report ID # (B)(4).